Event description:
Pump declared altitude alarm 21, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller was able to resume insulin with the original cartridge.